Event description:
A renu main body extension was placed to resolve a proximal type I endoleak in another MFR's graft. The other MFR's graft had migrated more since the pre-procedure imaging had been performed. When the renu device was placed in the planned position, the other MFR's graft tilted away from it, causing a type iii endoleak. A zenith main body extension was placed to bridge the gap between the 2 devices and the endoleak was resolved.

Manufacturer narrative:
Eval: inaccurate placement and / or incomplete sealing of the zenith renu aaa ancillary graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Based upon the info provided, the type iii endoleak was most likely caused due to inadequate fixation / sealing between the graft components.